Event description:
Falsely elevated troponin I results were obtained on two pt samples. The results were not reported to the physicians. The original samples were retested and negative results were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r2 probe misalignement.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r2 probe misalignement. The instrument is operating within specifications.